Event description:
When preparing the expander to implant into the patient it was noticed that the operator port to fill the expander with IV saline was defective, and would not allow saline to be injected into expander.